Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient was at school and feeling dizzy, was extremely pale and fainted. The school nurse took a blood glucose reading which was 1.1 mmol/l and the cgm was reading 6.5 mmol/l. The patient was treated with a few sips of lucazade (sugar); there is no documentation about who treated the patient. When the patient was home the patient´s mother took a blood glucose reading which was 5.0 mmol/l and the cgm was reading 4.4 mmol/l. At the time of contact, it was indicated that the patient was at home and was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d and a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.